Event description:
The indicated reason for return was reported that the patient had a gradual return of symptoms, shortness of breath, right leg pain, implantable neurostimulator (ins) site pain, lower stomach pain and bladder spasms. Patient reported their therapy didn't work for their symptoms. From reading several of the group discussions, my advise for us all is to group together for a lawsuit and we all need to report our problematic symptoms to the FDA with the model of our interstim implant device. Here is the link to report to the FDA: http://ww.FDA.gov/aboutfda/contactfda/default.htm. If all of us report the information, then this will hopefully prompt the FDA to look into the interstim and it's safety. Some models have been recalled due to faulty devices. I have had my interstim in since (B)(6) 2013 and had 2 surgeries - 1 to repair the wires as the interstim tipped a month after implant and then completely flipped over disconnecting wires. Then the 2nd surgery to implant device deeper into my fat cells as the device for the second time surfaced to top of my skin and fix the battery as medtronic's reps said the device had been off since (B)(6) 2014 and they needed to put in a new battery (I was told the battery lasted 5-7 years). And now they want to do a 3rd surgery to move the device from the left side to the right side. However, the device is shocking me, causing a burning sensation down my left leg and honestly has never properly worked since implanted so I am just going to have it removed completely removed. I'm tired of being a guinea pig and being carved on! It was refreshing to find this site and know I am not alone in my suffering! I had the device implanted and within 10 days was in severe pain I had the device removed 6 months later and I remain in pain. Investigations showed nerve damage where the device had been. The temporary device helped my incontinence but the permanent device (stage 2) never helped my incontinence at all. I wish I hadn't started on this interstim journey. I'm writing an sending you this information because I don't want to repeat this long story. I am having side effects from the implant that was put in (B)(6) 2010 and removed in (B)(6) 2014 (it stopped working in 2013). I need someone that can treat the side effects. If there are 50 doctors that know how to do this surgery, there are only one or two know how to treat the side effects. My left foot swells and the implant was in the right buttock cheek. I have spasms that run acros my lower pelvic and are worse in my right leg. I do not have ic/pbs. I have had heart, lung, arteries, nerve, 2 MRI's, colonoscopy, bladder injections in the bladder, ultrasounds, cat scans, pelvic scans, stomach, x-rays, spine and checked for blood clots. All checks have come back good. These test started in (B)(6) 2013 after having trouble. We didn't think it was the implant until (B)(6) 2014. I went in and had the implant removed in (B)(6) 2014. My back pain went away. Now my back only hurts when I lie on my back and try to rise up. Majority of the doctors cannot treat side effects from the medtronic interstim implant. There are too many people with this device that has gone bad. I had a job (part time) working at elementary school. I had to stop working. Can't hardly bend over and pick up anything have too many spasms on right side and down right leg. There was a recall on (B)(4).